Event description:
A distributor reported a complaint about a pump with the ce mark erased. The recorded blood glucose level was 150 mg/dl, which is within normal range. The distributor replaced the pump in response, and the original device was expected to be returned for evaluation.